Event description:
Rv lead was found to be failing. High imped >3000, threshold was 3.5@1.5 to 4.5@1.5 unipolar, no capture bipolar. Patient subsequently received micra implant and the azure pacemaker was programmed odo. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).